Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "suspected/actual rupture/deflation."

Event description:
Healthcare professional reported right side "suspected/actual rupture/deflation". Device has been explanted and replaced.